Manufacturer narrative:
Internal components were evaluated which revealed that the contact pins were corroded.

Event description:
It was reported that during a procedure, the drill operated automatically without user activation. A backup drill was used to complete the procedure. There was no delay in the procedure and no adverse consequences alleged with this event.